Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm noted due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm frozen screen due to constant critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was 184 mg/dl. Troubleshooting was performed. Customer also reported that frozen display was also occurred. Insulin pump screen turned off. Customer also stated that pump error was also found. Customer reported they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.